Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform meter has blackened and discolored connector pins, and that the meter housing is melted near the connector port area. No adverse event reported. Requested return of suspect device and replacement was sent.